Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a low flow at 0.4 lpm. There was concern for full occlusion to the inflow or outflow cannula. Log files revealed flow readings of 0.4 lpm as far back as 27-dec-2023 @ 8:56:51. Between 10-nov-2023 and 14-nov-2023 the flow became less variable.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed multiple low flow hazard alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The account reported the patient had a known history of ongoing low flow events. Evaluation of the submitted controller event log file contained data from (B)(6) 2024. A persistent low flow alarm and associated low flow fault flag was active for the duration of the file. No other notable events were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the hm 3 patient handbook, rev. D, are currently available. It was reported that the hm 3 lvas, serial number (B)(6), was used as a right ventricular assist device (rvad) which is not an approved indication. The hm 3 is indicated for lvad support, and all labeling, physician training and customer marketing materials are aligned with this indication. The IFU also addresses all pump parameters, including pump flow, and describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This document notes that changes in patient condition can result in low flow. The IFU also explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Additionally, the IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.